Event description:
The issue was not found in the device history log. There was only one air alarm detected in 11 days of continuous use, and no occlusion alarm. The device has been tested, and reported issue could not be reproduced. The internal check of the device doesn't confirm issue reported. The complaint is not confirmed.

Event description:
Customer reported many air and occlusion alarms.